Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative was able to resolve the issue with the customer, remotely (via phone call). The representative provided vitrectomy probe test instructions to customer. The equipment was observed to function correctly. However, the representative was not (on-site) and; therefore, the system was not tested as such. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that, during surgery the vitrector connected to the ophthalmic operating system was not cutting. The details related to the completion of surgery and patient harm were not reported.